Manufacturer narrative:
(B)(4)

Event description:
It was reported "the catheter got so much traction that the extension lines broke off , after which the nurse immediately closed the catheter with a kocher clamp, put the patient in trendelenburg position. The patient immediately went to the or and a new catheter got placed." There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer submitted one photo for analysis. The photo shows a connector assembly and attached compression fitting. No defects or anomalies were observed. The customer also returned one connector assembly and attached compression fitting from a chronic hemodialysis kit for analysis. Signs of use were observed. The compression fitting was removed from the juncture hub of the connector assembly. Visual analysis revealed that the compression sleeve had been partially torn. Thread marks were also visible on the proximal end of the sleeve. This damage is consistent with misplacement of the compression sleeve within the compression fitting at the time of connection. If the sleeve is not fully seated within the fitting, the sleeve can become caught between the compression fitting and juncture hub threads. This can also lead to an insecure connection. Additionally, minor crazing was observed on both the red arterial and blue venous luer hubs. The returned connector assembly, compression sleeve, and compression fitting were functionally tested per the instructions for use (IFU) provided with this kit. The IFU instructs the user , "slide threaded compression cap over compression sleeve towards hub connection assembly with compression sleeve seated completely inside. Thread compression cap onto hub connection assembly firmly , but do not over tighten. There should be no threads visible on hub connection assembly." The juncture hub cannulas were inserted into the proximal lumens of a lab inventory catheter body segment. Then, the compression sleeve was reseated within the compression fitting. The compression sleeve and fitting were advanced over the distal end of the catheter. The compression fitting was then threaded onto the juncture hub. The connection between the connector assembly and catheter body was observed to be secure. The IFU provided with this kit states , "precaution: ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation." The customer report of an insecure connection between the connector assembly and catheter body was able to be confirmed through investigation of the returned sample. Visual analysis revealed that the compression sleeve had been partially torn. Thread marks were also visible on the proximal end of the sleeve. This damage is consistent with misplacement of the compression sleeve within the compression fitting at the time of connection. If the sleeve is not fully seated within the fitting, the sleeve can become caught between the compression fitting and juncture hub threads. This can lead to an insecure connection to the catheter body. Functional testing was performed using a lab inventory catheter body segment. After correctly reseating the compression sleeve within the compression fitting, the connector assembly was able to be securely connected to the catheter body. Based on the customer report and sample received, user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter got so much traction that the extension lines broke off , after which the nurse immediately closed the catheter with a kocher clamp, put the patient in trendelenburg position. The patient immediately went to the or and a new catheter got placed." There was no patient harm or injury. The patient's current condition is reported as "fine".